Event description:
Event description cpi received information that the physician could not establish telemetry or elicit tones with magnet application with this implantable cardioverter defibrillator. The physician performed an invasive procedure to evaluate the system and elected to explant the ICD.